Event description:
During the procedure, it was noticed after removing a 8mmx8cm evercross balloon a portion was missing which had ruptured and became a retained foreign body. After retrieval attempts a portion of the catheter of the balloon was removed from the patient using a snare, however the outer portion of the balloon remained within the basilica vein of the patient. Manufacturer response for dilatation catheter, evercross (per site reporter). I do not yet have their response.